Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt which resulted in pt removal from the device. The pt was not harmed or injured as a result of the event. Customer replaced the graphic user interface (gui) breath delivery unit (bdu) cable. Covidien was not authorized to repair the device. Part replaced was discarded by the customer.

Manufacturer narrative:
(B)(4).